Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Coagulated blood and tissue residuals were found in the fixation helix. Furthermore, the helix was found bent and stretched, which most likely resulted from the surgery due to tensile stress. Additionally, cuts into the insulation were found 23 cm distal to the is-1 connector pin. These cuts probably occurred during the explantation procedure. Resistance testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted due to loss of capture. No adverse patient events were reported. Should additional information be received, this file will be updated.